Event description:
It was reported that when using the bd vacutainer® push button blood collection set, an unspecified number of units leaked blood from a crack in the luer. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D2a. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka d2b. Common device name: tubes, vials, systems, serum separators, blood collection e.1: initial reporter facility name: chi mei medical foundation liuying chi mei hospital investigation summary: bd did not receive any samples or photos for investigation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: damaged. Bd has initiated corrective and preventive action to address the reported issue. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.